Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the everflex entrust stent in the superficial femoral artery, the deployment handle got stuck at the end of the stent deployment. The red stem of the stent's locking mechanism was cut and became stuck in the delivery system when the radiologist removed it. The procedure was completed without the use of embolic protection, and no excessive force was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the device was not used. When it was unboxed and the scrub nurse began to prep the device, it was noted there was a fault with the flush port. It may have been damaged during packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.